Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) product type lead product ID 977a260 serial# (B)(6) product type lead product ID 97745 serial# (B)(6) product type programmer, patient product ID 97745 serial# unknown product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated the implant was not holding a charge for more than a day. Pt stated they met with their manufacturing representative (rep) the day before yesterday and the representative told the patient to call patient services for a replacement controller. Patient stated they have been having problems with the implanted neurostimulator not charging for probably a good 6 months. Patient could charge the implant in the morning and by mid afternoon it was drained and dead. Patient noted the representative did not know if it was the controller or the recharger that was the issue. Patient mentioned they had the controller replaced once. Pt stated the representative connected to the implant battery and said it should last a good 3 days or so for the battery in the implant. A request was sent to the repair department to replace the controller. If the replacement controller did not resolve the issue, patient was redirected to their healthcare provider. After review the notes, agent saw that the controller replacement request was for an ins charge frequency issue. Agent reviewed with caller that a controller replacement will not change how quickly the ins battery charge level depletes. Agent asked caller to confirm they charge the ins all the way until it says "finished" and have no issues with the equipment; caller confirmed. Caller stated they have to charge the implant every morning and by early evening the battery discharges/drops to empty and they lose therapy. Caller repeated information regarding having met with the rep and being told ins charge should last 3 days. Agent redirected to healthcare provider (hcp)/rep again and provided option for rep to call tech services when they are with the patient. Caller stated they still want what was promised to "rule out" the controller being the problem. Caller also mentioned they were promised a new controller vs refurbished. Agent reviewed we can request it. A request was sent to repair to replace the controller.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information is received from the rep stating the pt has lost a lot of weight, causing the lead incision site where the bi-wing anchor is and ipg pocket to become uncomfortable and new remote seems to have resolved the issue. They mentioned it seems that her old remote may have been displaying the wrong ipg battery level at times and the issue is now resolved. Rep mentioned they reprogrammed the patient as well, which allowed pt recharge interval to extend to about 3 days, since receiving the new remote, the patient states she has been able to keep a charge in her ins for longer than a day. Rep mentioned the revision surgery is scheduled for (B)(6) 2025 and information is confirmed/provided by the physician.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt called back and said they haven't gotten the package yet. Tracked order and told pt its been delivered. Pt then found the package on their front door mat. Pt called back stating they received replacement controller but battery door is not closing. Agent reviewed with pt to swap battery doors, pt was able to close door on battery. Caller added previous agent has told them to hold on to the old controller until they see if the issue with battery draining is from implant or controller. Pt also mentioned they are having to redo the leads in her back. Pt stated she will hold onto both controllers till they see if implant draining is from implant or controller.